Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to the following statement in the initial MDR, "the reported glucose values fall within the b zone of the parkes error grid.".

Event description:
There was not a complete set of reported glucose values available to search within the parkes error grid calculator.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient reported receiving erratic readings on the cgm. On the morning of (B)(6) 2024, the patient had rapid breathing and was shaking. The patient did not have a bg meter to manually check their bg values, but it was reported at some point during the event, the cgm was displaying 144 mg/dl. The patient¿s spouse called 911 and the patient was taken to the hospital. When at the hospital, the doctor checked a finger stick reading and it was 30 mg/dl. The patient was treated with fluids. No data was provided for evaluation. The allegation and the probable cause could not be determined the reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.